Event description:
It was reported that two inflatable penile prosthesis cylinders returned to boston scientific without a product performance allegation. The device was investigated and analysis identified an anomaly; most likely being the cause for the removal and subsequent return of the product.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis cylinders underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a hole with a leak at corner of a fold in the proximal end of the cylinder. The second cylinder had a bulge between the inner and outer tubes when inflated with a syringe. Both cylinders had buckling folds and wear in the proximal end, middle, and distal end of the cylinders. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.